Event description:
Philips received a complaint from customer biomed, reporting a vent inop/ code 7016 error occurred on v200 ventilator. Code 7016 indicates various combinations of 24v, +/-12v and power fail failures had occurred. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and reviewed the v200 service manual for recommended service actions. Per the service manual, the power supply should be replaced after power cord connection is verified. The biomed confirmed the power cord was satisfactory. The rse advised the customer that the power supply is not available per eol (end of life) status. The device, therefore, was not returned to use and was permanently retired from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.